Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-01064. New information was received identifying that the product was a cook inc. Manufactured device. Manufacturer ref# (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/15/17 as follows: reason for implant: pulmonary embolus. Patient is alleging: device is unable to be retrieved.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.